Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was dropped to the floor after falling from the patient¿s undergarment, resulting in a crack along the device seam and screen bezel separation; the device continued to power on, but proper functionality could not be verified and a replacement was arranged with user setup support. Symptoms included no reported blood glucose abnormalities. Outcomes included no reported injury, no emergency treatment, and continued cgm use with the dexcom app or receiver. Investigation included customer interview, functional triage by phone, and return logistics with instructions to shut down the device prior to shipment and to perform a fresh startup on the replacement. Investigation of this case revealed physical enclosure damage consistent with impact, with inability to confirm full sealing and integrity of the device housing and display bezel. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to external physical impact.